Event description:
A female pt underwent diagnostic iliac angiography via a 5f sheath. The puncture site was located at the femoral head, with no mention of pvd or calcium within the vicinity of puncture. Post procedure sbp was 123 mmhg. The mynx was reportedly deployed without complication by a physician in training. Hemostasis was successfully achieved and the pt was discharged per standard hosp procedure. The pt returned in 2009 for another angiogram. Femoral angiography revealed a "substance" at the right cfa. The pt was asymptomatic, however, the physician decided to perform a thrombectomy. The substance was removed and sent to pathology. Pathology results were unable to be obtained. The pt tolerated the procedure well and was discharged per standard procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no pathology results available to confirm the reported substance, the composition of the substance could not be conclusively determined. There was no device malfunction reported and hemostasis was achieved successfully post-mynx. Additionally, based on the investigation performed, the root cause of the substance in the cfa (common femoral artery) is unknown. It is unk if the mynx device or mynx procedure could have caused or contributed to the reported event. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.